Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 8atm for 10 seconds. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.